Event description:
It was reported that the pulse generator could not be interrogated during routine follow up. Three different programmers were used and all were unsuccessful. The device was successfully interrogated using the wand only.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.